Event description:
It was reported by a Prestataire that the Pod exhibited a needle mechanism failure; however, no additional information was provided. The duration of Pod wear and any treatment administered were not reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria.